Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 2 atm. No patient complications reported.